Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.